Manufacturer narrative:
Minitial 3 of 4. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced four events of leakage issue where the infusion set tubing was leaking at the site on 27 apr 2026. Patient also experienced high blood glucose level at the time of the event and patient took shot of insulin with their pen to resolve the issue on 27 april 2026.